Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, a message was displayed upon pacemaker interrogation. According to the user, the message mentioned vvi programming and vf interval. The user clicked on the ok button of the dialogue while removing the programming head from the implant site. He also restarted the programmer. Upon second pacemaker interrogation, it was observed that the pacing mode had changed from ddd to vvi. The pacing mode was then reprogrammed by the user. It was reported that no pacemaker re-initialization occurred.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, a message was displayed upon pacemaker interrogation. According to the user, the message mentioned vvi programming and vf interval. The user clicked on the ok button of the dialogue while removing the programming head from the implant site. He also restarted the programmer. Upon second pacemaker interrogation, it was observed that the pacing mode had changed from ddd to vvi. The pacing mode was then reprogrammed by the user. It was reported that no pacemaker re-initialization occurred.